Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) that an error had occurred. The system longs confirmed errors reported by the left master tool manipulator (mtm) at the surgeon side cart. The error indicates lvds wheel hw faults between the mtml-rac1 and the mtml-esmbl. The customer opted to use their other system. The procedure was completed as planned no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the remote arm controller boards (rac) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The rac was analyzed but the reported failure of error 23 could not be reproduced. This rac was installed onto the surgeon side console (ssc) of a test system, completed programing and started up with no problem, continued to run 10x power cycle and sat idle for one hour. An arm test drive was performed by ssc without problems. This rac has completed the pca test process. The complaint was not confirmed based on failure analysis.